Manufacturer narrative:
The device involved in the event will not be returned for evaluation. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Insufficient device information received to determine device iteration. Device iteration will be provided if further information is received. Literature citation: doi: https://doi.org/10.1016/j.jamcollsurg.2019.08.731.

Event description:
Published on 25oct2019, in the journal of american college of surgeons, science forum abstract 28oct2019, volume 229, issue 4, supplement 1, october 2019, page s334 titled "risk of reintervention with endologix afx endovascular abdominal aortic aneurysm systems in a integrated health case system." The patient was initially implanted with the afx stent graft to treat an abdominal aortic aneurysm (aaa) on an unknown date. A re-intervention was performed on an unknown date for an unknown failure was reported . No further information is available. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided.